Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the video image of the endoscope that was installed in universal surgical manipulator (usm) 3 was flipped. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to reseat the endoscope. The procedure was completing as planned with no reported injury. Isi performed follow-up and obtained the following additional/updated information: ports were placed when the issue was identified. The endoscope did not move freely with uncontrolled motion.

Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the endoscope to resolve the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved in this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determine.